Manufacturer narrative:
Evaluation: the product was not returned for analysis. Product information was provided. Results from the product history record review indicated the product met release criteria.. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. Completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, the patient had poor vision. The lens was exchanged three and a half months after initial implantation with a different iol. Additional information was requested.